Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. The reported problem of the clicking sound was attributed to lack of lubrication on the plunger tube. The plunger tube was lubed for preventative maintenance. The stepper motor, worm coupling and lead screw were replaced. The pump passed all performance verification testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there is a clicking sound when gears test. "Check clutch plunger lever". No additional information provided.